Manufacturer narrative:
(B)(4). Method: due to the current outbreak of the coronavirus and the risk of infection, only a photograph of the complaint opt314 optiflow junior cannula was received. Therefore, our investigation was based on the findings of our visual inspection and our knowledge of the product." Results: visual inspection showed one side of the tube of the opt314 cannula stretched and pulled part near the swivel grip. Conclusion: the stretched tubing the customer reported was most likely caused by the caregiver or patient accidentally pulling at the tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The user instructions which accompany the optiflow junior cannula contain following warnings/cautions: ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an opt314 optiflow junior nasal cannula was faulty. Further information was received that the tube of the opt314 cannula was broken during patient use. There was no reported patient consequence.